Event description:
The facility reported an infusion pump that turned itself off during a pt infusion. Although attempts were made by info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident since the last baxter service event.